Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient came into the clinic on (B)(6) 2016 for a refill. The expected residual volume was 2.5ml and the actual residual was 22ml. No changes were made to the pump during the visit. On (B)(6) 2016 a catheter dye study was attempted and the healthcare professional (hcp) was unable to inject or withdraw from catheter access port (cap). The family of the patient reported a bad altercation between the patient and other person a couple of weeks after the patient's pump replacement in summer of 2016. On the day of the dye study the pump was decreased by 78%. The new dosage was morphine at 1.5mg/day. The catheter was replaced on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009 explanted: (B)(6) 2016, product type: catheter. Product ID: 8598a,serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The model 8709sc and model 8598a catheter components were returned to the manufacturer for analysis.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that a volume discrepancy occurred. The actual residual volume (arv) was 20 ml, but the expected residual volume (erv) was less than 10 or 5 ml. The pump logs were reported as normal and the volume discrepancy was not believed to be the result of a programming error. No symptoms were reported.

Manufacturer narrative:
The catheter was returned in 3 segments. Analysis of the catheter model 8709sc (segment 3) on 2017-jan-05 revealed a dark residue occlusion in the dispensing holes of the catheter body; noted as being event related. Analysis of the catheter model 8598a (segment 1) on 2017-jan-05 revealed a non-significant anomaly regarding coring-tear-cuts in the seal of the sutureless connector; no leaks were seen in the lab. The previously applied results code is no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.